Manufacturer narrative:
H10: a service proposal for repair was sent to the biomedical engineer (bme) for approval; however, the proposal was rejected, and onsite service was canceled. A philips service engineer was not able to evaluate or repair the device; therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was a tidal volume issue, and the device was not reaching set volumes. The device was in use on a patient at the time the reported issue was discovered and was swapped for another ventilator, but there was no reported harm to the patient. The biomedical engineer (bme) requested onsite support to have the device evaluated and repaired, as the device was not supplying requested volumes while in use on a patient. The remote service engineer (rse) informed the bme that there may be a possible flow issue and advised the bme to perform full performance verification testing (pvt) on the device. Investigation is ongoing.